Event description:
It was reported that the support arms that are used to open the specimen bag got caught in the bridge and broke off the device when the bag was closed. The support arms were closed with a grasper and the specimen bag was removed. The procedure was completed with out incident and no pt consequences.